Manufacturer narrative:
The investigation into this event found no evidence to suggest that the vitros 5,1 analyzer or the gent reagent was not performing as expected. The root cause of this event is unknown however handling of the proficiency fluid could not be ruled out as a contributing factor. The sample in question was stored both refrigerated and frozen from (B)(4) 2009 to (B)(4) 2010. The gent IFU states that samples should not be stored refrigerated for greater than 7 days, and should not be stored frozen for greater than 14 days.

Event description:
A customer observed negatively biased gentamicin (gent) results for a proficiency fluid while using vitros 5,1 analyzer. No biased patient sample results were reported. There was no report of patient harm as a result of this event.